Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports the tubes are uncapping by themselves, which cause blood spills to hcp. The following information was provided by the initial reporter. The customer stated: the customer reports the tubes are uncapping by themselves, regardless whether acquisition is performed with closed or opened system, there is the exposure to biological risk. The customer further reports that multiple professionals have reported that soon after sample acquisition with vacuum technique (closed tube), with open tube technique, or through dripping access, randomly the stoppers pop off abruptly. Some stoppers pop off during mixing (while tubes are inverted after acquisition), and others pop off when inserted in agitation machine already in lab. On (B)(6) 2023, one professional was mixing the tube and the blood spilled on her right shoulder and breast, and also splashed on another professional behind her. When tubes are held by their caps at the moment of analysis in equipment the stoppers have also popped off.

Manufacturer narrative:
H.6. Investigation summary: material #: 367861, lot/batch #: 2321387. Bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was not observed. The photo showed unused tubes of the indicated lot. Ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, one hundred (100) retention samples were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes customer reports the tubes are uncapping by themselves, which cause blood spills to hcp. The following information was provided by the initial reporter. The customer stated: the customer reports the tubes are uncapping by themselves, regardless whether acquisition is performed with closed or opened system, there is the exposure to biological risk. The customer further reports that multiple professionals have reported that soon after sample acquisition with vacuum technique (closed tube), with open tube technique, or through dripping access, randomly the stoppers pop off abruptly. Some stoppers pop off during mixing (while tubes are inverted after acquisition), and others pop off when inserted in agitation machine already in lab. On (B)(6) 2023, one professional was mixing the tube and the blood spilled on her right shoulder and breast, and also splashed on another professional behind her. When tubes are held by their caps at the moment of analysis in equipment the stoppers have also popped off.